Manufacturer narrative:
Actual device involved in incident was evaluated and there was no problem found. The percutaneous reference pin set was fully functional. The device was replaced and the issue was resolved.

Event description:
A medtronic representative reported that the spring mechanism inside of the percutaneous reference pin where the reference frame attached was not rigid enough for the surgeon to feel confident that the reference frame would not move during navigation. No impact on patient reported.